Manufacturer narrative:
(B)(4).

Event description:
It was reported that air was in the watchman delivery system. During a left atrial appendage procedure, a 30mm watchman ® laa closure device & delivery system (wds) was selected. After prepping the device and removing all the air, they attempted to introduce the wds into the watchman® access system (was) and a significant amount of air was drawn into the catheter. They believe it may have been caused by a faulty or loose valve on the y-adaptor. The procedure was completed with another 30mm wds. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds). The implant was received inside the sheath. The implant was deployed during the analysis and consistent with the reported information. The hub, sheath, tip, and core wire were examined. There were numerous kinks along the sheath of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The hemostasis valve was able to be tightly closed. Functional testing was performed by prepping the device and water was then pushed and pulled through the device valve with a connected syringe several times. No air bubbles or leaks were observed anywhere in the hub or the y-connector. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that air was in the watchman delivery system. During a left atrial appendage procedure, a 30mm watchman ® laa closure device & delivery system (wds) was selected. After prepping the device and removing all the air, they attempted to introduce the wds into the watchman® access system (was) and a significant amount of air was drawn into the catheter. They believe it may have been caused by a faulty or loose valve on the y-adaptor. The procedure was completed with another 30mm wds. No patient complications were reported and the patient¿s status is fine.